Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the biomed from the facility verified that the ventilator display showing 500ml of vti but on vte only 325ml indicating a loss volume. Observed crack in valve body. Also noticed lint buildup on the o-rings on flow valve connection. The biotech replaced the valve body and cleaned the o ring, volume returned to being in specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical via medwatch report that the vela ventilator volume settings were noted to be lower than expected while connected on a patient. It was noted that the patient's oxygen saturation decreased, unable to maintain volume and o2 saturation. The patient was removed from the ventilator and provided manual ventilation until transferred to backup ventilator. No other issues reported.